Event description:
It was reported that the patient had some benefit from his implant with limits due to psychomotor delay. In (B)(6) 2009, when the patient was seen for a routine control, testing showed 5 electrodes with status hi. As his parents noticed since (B)(6) 2010 that the implant doesn't seem to function, they came back to the clinic. Another testing carried out on (B)(6) 2010 revealed 9 electrodes with status hi and one pair of short circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.